Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was received for evaluation. A functional leak test was performed, and it was noted that during fill, there was a leak (backflow) observed coming out at the fill port. Subsequent examination revealed the cause of backflow was due to glass fragments measured to be 0.40 to 0.60 square mm in size, stuck under the device checkband. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fill port. The reported condition was verified. The most likely cause of glass fragments becoming stuck under the checkband is user filling technique. Drug glass ampoule used for filling the device without a filter can result in this type of event. The use of a filter during fill is recommended per the product label (IFU, instructions for use). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: additional information received that the device leaked from the fill port. The fill volume was 300 ml and 80 ml 0.5% bupivacaine was injected when the leak was observed. There was no bladder damage. H4: the lot was manufactured between april 28 - may 1, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed an infusor device contained inside a package. The photo did not show evidence of a leak from the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred on an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked from an unspecified location during drug filling. There was no patient involvement. No additional information is available.